Event description:
It was reported that a female patient who underwent breast surgery with two 400cc mentor smooth round moderate plus profile saline breast implants experienced rheumatoid arthritis, fibromyalgia, fatigue, brain fog, cognitive issue, pain, muscle weakness, hair loss, rash on her chest, inflammation, insomnia, issues with her eyes, slow healing, bruise easily, longer recovery after exercising, vertigo, headaches, migraines, sinus issues, infections, difficulty swallowing, food allergies, paresthesia, coldness in extremities, kidney stones, depression and anxiety post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for breast prosthesis b.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).